Manufacturer narrative:
Biomérieux investigation was conducted. However, the customer did not comply with biomérieux request for isolate submittals. Three lab reports were submitted with 89% cronobacter sakazakii results. The following reactions are atypical on each lab report for enterobacter hormaechei according to the gn knowledge base. (B)(6). An increased number of atypical reactions can indicate user set up error or an atypical strain. Without the strain or raw data, it's not possible to further evaluate the cause of the misidentifications. Evaluation of manufacturing qc records for the gn ID lot 241382140 indicates the lot met final qc release criteria. There were no issues observed during qc performance testing. The investigation concluded there is no investigational evidence to indicate the gn ID card is performing outside of specifications. Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomerieux to report a misidentification of enterobacter hormaechei as cronobacter sakazakii in association with the vitek 2 gram-negative (gn) identification (ID) test kit. The tested isolates were obtained from the sputum, bronchial wash, and gastric fluid of a (B)(6). All three specimens provided the identification result of cronobacter sakazakii. The customer questioned the vitek 2 gn ID result; confirmatory testing was performed via vitek ms. The vitek ms result was enterobacter cloacae/asburiae. The customer also sent the isolate to a reference laboratory; the organism identified as enterobacter hormaechei via 16s sequencing method. The organism identification discrepancy had no impact on prescribed therapy. The discrepant result did not lead to any adverse event related to the patient's state of health culture submittal was requested by biomerieux for internal investigation.